Manufacturer narrative:
The patient went to the hospital to check their inr and the value was "around" 10 inr. The patient received unspecified medical treatment based on the result obtained at the hospital. The event occurred in another country.

Event description:
Caller reports the coaguchek xs quick reference guide is inaccurate. Patient tested >8.0 inr; the caller referred to the reference guide to determine the significance of the symbol and the following definition is given: "the result is below the measuring range." The caller contacted the patient's physician to report the patient tested below the measuring range of the device. The physician advised the patient to increase their coumadin dose. The caller continued to test the patient's inr which was still high. The caller referred to the operator manual which defines the symbol">"as: "the result is above the measuring range."